Event description:
During a lap chole the instrument stopped working. Proceeded by clipping gallballder with scissors. No patient consequence.

Manufacturer narrative:
H6: cracked blade. Evaluation summary: the analysis results found that the device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure." The batch history records were reviewed with no anomalies noted during the mfg process.